Manufacturer narrative:
(B)(6).

Event description:
It was reported that aspiration was lost. This 2.1mm jetstream xc catheter was selected for use during an arterial thrombectomy of the lower extremity procedure. During the procedure, it was noted that there was no backflow during the use of the catheter. The catheter was removed, and the procedure was completed with another of the same device. The patient condition was stable following the procedure.